Event description:
It was reported, the pt developed tricuspid endocarditis. At this time, we are only able to verify that the ICD came out. There was no mention of the leads being explanted. Currently, all available info suggests the leads remain implanted. Attempt to obtain more info have been unsuccessful. If add'l info becomes available, this event will be updated.